Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report a damaged power cable on the battery charger. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power cable) has been confirmed. As received, the battery charger would not charge. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the damaged power supply cable. The root cause of the damaged power supply cable cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged power supply. The pt was issued a replacement battery charger.